Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# mw5061735) in united states on 06-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. She had the procedure done in 2009. Later in 2010 she had to have an endometrial ablation done due to period lasting 8-9 days every 21-24 days vs.5 days every 28 days, before essure, procedure was done. Since the ablation, her periods were lighter. However, it was still lasting 7-8 days and she believed it was due to the essure procedure. She had to see a chiropractor for lower back pain as well that might or might not be contributed to essure. Follow up 27-may-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately a year later she had an endometrial ablation done due to period lasting 8-9 days. The periods became lighter after endometrial ablation. This event, interpreted as menorrhagia, is listed in the reference safety information for essure. Considering that essure may cause changes in bleeding patterns and that in this case, there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a required intervention associated with essure was reported. Further information cannot be obtained since no contact details were provided. The product technical complaint investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.